Event description:
It was reported that the patient received inappropriate high voltage therapy shocks due to the sensing of noise on the right ventricular lead. It was also noted that there was a patient alert for high rv (right ventricular) pacing lead impedance, there was high sic (short interval counter) and a high number of fast svt/nst (supraventricular tachycardia/non-sustained tachycardia) of short duration. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted. A patient alert for right ventricular pace lead impedance greater than 3000 ohms occurred on (B)(6) 2012 03:00:04. Daily pace impedance log data shows an abrupt increase for ventricular pace of 464 to 16382 ohms peak between (B)(6) 2012. Oversensing was noted. 25 ventricular nonsustained tachycardia (nst) episodes of less than or equal to 210 ms occurred between (B)(6) 2012 10:24:52 and (B)(6) 2012 09:18:13. Eleven ventricular fibrillation episodes of less than or equal to 210 ms average ventricular cycle occurred between (B)(6) 2012 10:53:17 and (B)(6) 2012 12:28:18. Interference/noise was noted. Ventricular short interval count (v-sic) of 1328.6 counts avg/day, in 3.24 days, occurred between (B)(6) 2012 07:22:50 and (B)(6) 2012 12:15:14.